Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was originally reported that the deflection broke after two hours during the procedure. The returned device was visually inspected upon receipt and it was noticed that the peek housing transition was cracked creating a gap between peek housing and tip section. It is unknown how this condition was generated therefore an internal corrective action has been opened to address this issue. In addition as part of the visual inspection char was found on the proximal end of the tip dome. Due to the char condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. Then per the event reported, a deflection test was performed and the catheter failed. Afterwards, the catheter was dissected and one of the puller wires were found broken inside the handle and the other with the t bar slid down from its place causing the deflection issues. Internal corrective actions has been opened to address the puller wire issue and the t bar issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a deflection issue has been verified. However the root cause of the char remains unknown.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter. The bwi failure analysis lab noted the returned catheter condition of char. It was originally reported that the deflection broke after two hours during the procedure. It was impossible to curve the catheter. The procedure was completed successfully with a similar-like device. There was no patient consequence. The event was originally assessed as not reportable because this issue is of very low risk to the patient. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted the returned product condition of char on the tip dome proximal end measuring about 4mm in length. There was also a finding of the peek housing and tip lumen transition was cracked with reddish brown material inside the first coat of polyurethane; the second covering was not cracked open. The issue with the peek housing and tip lumen transition is not indicative of a reportable event. However, the char finding is indicative of a reportable event. Bwi became aware of the returned product condition on (B)(6) 2014 and have reassessed the event as reportable. The awareness date has been reset to (B)(6) 2014.